Manufacturer narrative:
Device evaluation: product analysis confirmed the reported allegation of a device malfunction based on the identification of fluid leaks in both cylinders. The cylinder leaks would result in a lack of device function, therefore confirming the reported allegation. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was not functionally tested due to contamination. A device malfunction could not be confirmed. The ams 700 reservoir was not returned. D4: model number: 72404209 lot number: 0175643006 model description: pump ms iz model number: 72404155 lot number: 716183002 model description: reservoir 65 ml pc/iz.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to a malfunction. A new ipp device was implanted.

Manufacturer narrative:
Device evaluation: product analysis confirmed the reported allegation of a device malfunction based on the identification of fluid leaks in both cylinders. The cylinder leaks would result in a lack of device function, therefore confirming the reported allegation. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was not functionally tested due to contamination. A device malfunction could not be confirmed. The ams 700 reservoir was not returned. D4: model number: 72404209 lot number: 0175643006 model description: pump ms iz model number: 72404155 lot number: 716183002 model description: reservoir 65 ml pc/iz.

Event description:
It was reported that the inflatable penile prosthesis (ipp) will be revised on a future date due to unspecified reasons. It was further reported that the ipp device will be revised due to a malfunction. Additional information received states the patient's device was explanted and a new ipp device was implanted.

Manufacturer narrative:
Model number: 72404209. Lot number: 0175643006. Model description: pump ms iz. Model number: 72404155. Lot number: 716183002. Model description: reservoir 65 ml pc/iz..

Event description:
It was reported that the inflatable penile prosthesis (ipp) will be revised on a future date due to unspecified reasons. It was further reported that the ipp device will be revised due to a malfunction.

Event description:
It was reported that the inflatable penile prosthesis (ipp) will be revised on a future date due to unspecified reasons. Boston scientific has been unable to obtain additional information regarding the circumstances.